Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses and gore® excluder®aaa endoprostheses. After deployment of the trunk-ipsilateral leg endoprosthesis, a portion of the stent at the proximal end appeared to be turned outward on the contrast image. Attempts were made to correct the stent's outward using a sheath and balloon but unsuccessful. An aortic extender endoprosthesis was implanted in the proximal side, and the procedure was completed without any endoleak. After the procedure intraoperative image/video were reviewed, and the following was reported to gore: the intraoperative image/video showed no abnormalities in the proximal end markers position immediately after deployment of the trunk-ipsilateral leg endoprosthesis. When an additional leg endoprosthesis was implanted on the ipsilateral side, the leg was deployed while pushing up toward the outer curvature of the aorta. During this time, one of the three markers at the proximal end of the implanted trunk-ipsilateral leg endoprosthesis was observed to be significantly disparaged compared to the other two marker positions. Since the device was oversized, the possibility of stent's outward could not be ruled out, but it was ultimately determined to be acceptable. The physician's comment: there was no procedural trouble, and it was considered to be a parallax while the image shows discomfort.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ several radiographic jpeg images available for evaluation. A case report from the fas is also attached at case level. Some images have been included below. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide or confirm diameter or length measurements with jpeg images. ¿ jpeg #1 shows: o image appears to show a partially deployed gore® excluder® conformable aaa endoprosthesis. O the ipsilateral leg is still constrained. ¿ jpeg #2 shows: o a contralateral leg is deployed within the contralateral gate of the gore® excluder® conformable aaa endoprosthesis. O there appears to be a catheter in the ipsilateral limb and an additional leg appears to be deployed. O one of the 3 -short proximal markers appears to be out of alignment and the wire pattern appears to be distorted at this level. ¿ jpeg #3 shows: o image shows an aortic extender (3-long radiopaque markers) has been added to the proximal end of the gore® excluder® conformable aaa endoprosthesis. O image shows ballooning at the proximal end of the devices. O no post implantation contrast imaging has been included for evaluation. O cannot confirm or rule out an endoleak post deployment with available images. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.